Event description:
Information was received, via a manufacturer representative, from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins had been discharged since some time in 2009. The patient denied anything in particular that led to this event, and expressed no interest in having the stimulator recharged. The ins was replaced on (B)(6) 2016. No high impedances were noted and the stimulation felt great post-operative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.